Manufacturer narrative:
The sample is not available for evaluation. If additional information regarding the event is received, a supplemental report will be submitted. (B)(4).

Event description:
The device was inserted into the patient's head on (B)(6) 2014. On (B)(6) 2014, the insertion point was red and swollen with a purulent secretion. Antibiotics were given to treat the phlebitis.